Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) rep and pt says when charging ins it will start charging and will then go to poor charge quality. Pt says their "back is killing me" because of the charging issue. They said the issue started about a week ago or more. The recharger (rtm) feels hot on the paddle part. During the call it showed good quality. It then went to "reposition" screen. The issue was not resolved. An email was sent to the repair department to replace the rtm.